Manufacturer narrative:
H3: product analysis: evaluation determined that the locking connector has lost the ring. The likely cause of the failure is bearing worn. It was also noted that the evaluation could not confirm the reported malfunction of overheating as the maximum temperature was measured to be 96°f and the motor shaft is broken, cable worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the locking connector has lost the ring. The likely cause of the failure could not be determined. It was also noted that the evaluation could not confirm the reported malfunction of overheating as the maximum temperature was measured to be 96°f and the motor shaft is broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair is being escalated to product event due to reason for the return and evaluation determined detached component.